Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The health care professional reported that the customer was hospitalized for hyperglycemia and ketones. The customer was unable to bring her blood glucose down. The customer experienced elevated blood glucose symptoms of nausea and vomiting and went to the hospital. The blood glucose results obtained at the hospital were not provided. At the hospital the customer was treated with unknown insulin injections and an insulin infusion. The customer was also given unknown liquids for hydration. At the hospital the customer had a ph of 7.2. The reporter alleged that the piston rod did not work correctly and that the infusion device was delivering an inaccurate amount of insulin. At the time of the report the patient was stable and still hospitalized, it is unknown when they will be discharged.